Event description:
It was reported that (1) device was used during a hemorrhoidectomy. It was reported by the affiliate that the ppho1 instrument did not close the wound well. In fact, after 2 hours, the pt had a hemorrhage and the surgeon had to re-operate and close the wound by a continuous suture. The hemorrhage was not too severe to require a transfusion, but the hemoglobin reached the value of 8. The pt had an extended hospital stay of 4-5 days. The hospital is not returning the device. 07/06/2000 - affliate responded: the device functioned well during the initial procedure. It felt/sounded normal when fired. The staples were present and some were malformed. The anastomosis was leak checked, but is not known by what method. It is unknown how the pt is at this time.